Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00811400000, item name: cpt 12/14 stem size 0 cocr, lot #: 62754796, item number: 3003940002, item name: refobacin bone cement r2x40g, lot #: a411bf163r, item number: rm 4901 000 3, item name: orthodynamics acetabular shell, lot #: 1403116a, item number: 00801102020, item name: allen plug hdpe/baso4 10c/20fl, lot #: 62699834, item number: rm 5110 000 5, item name: orthodynamics acetabular liner, lot #: 1007160a. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision due to infection approximately one month post-implantation. The head and liner components were removed and replaced. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this report is a duplicate of 0002648920-2017-00589. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0002648920-2017-00589.

Event description:
Upon receipt of additional information, it has been determined this report is a duplicate of 0002648920-2017-00589. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0002648920-2017-00589.